Manufacturer narrative:
Despite several reminders the only information received regarding this complaint is the information stated in the complaint form, which is not enough to determine the root cause of the reported failure. It was reported that the ventilator failed the safety valve test during the pre-use check.

Event description:
Manufacturers ref: #(B)(4).

Event description:
It was reported that the ventilator failed safety valve test during pre-use check.there was no patient involvement.manufacturer ref. #: (B)(4).